Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 8.3 mmol/l at the time of the incident. It was reported that the buttons were very difficult to press, the numbers were not ramping and it was difficult to action a bolus before the screen timed out. There was no indication of the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test and self test. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the electrical board was inspected and properly connected.